Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no additional patient information provided.

Event description:
The customer reported a false positive bhcg initial result of 56, when processing on the architect i1000sr. The physician questioned the positive result and the same sample was retrieved from storage and repeated negative. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included troubleshooting and a review of the complaint text, similar complaints, service history, and product labeling. Service performed a variety of system checks, however, a specific cause for the discrepant results was not identified. Therefore, the i1000sr analyzer was considered the likely cause. A review of the service history did not identify any additional erratic results pre or post the current complaint. No similar issues and no trends were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.